Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported by the customer, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump and successfully performed the reset, with no recurrence of the malfunction. The customer continued to use the pump for insulin therapy.